Manufacturer narrative:
The reported single gripper actuation issue was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported events. Additionally, a review of the complaint history did not identify any similar incidents. The observed product quality problem (irregular appearance) and the observed material frayed were a result of the reported single gripper actuation issue as the gripper cover was observed to be caught in the harness and appeared to be pinched, frayed respectively. The reported single gripper actuation issue appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.na

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a gripper actuation issue. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was successfully implanted. To further reduce mr, a second clip was inserted; however, it was noticed that the posterior gripper arm would not lower. Since the case was not proctored in person, the physician decided to not perform troubleshooting; therefore, the clip was removed without issues. Two additional clips were successfully implanted, reducing mr to a grade of 2-3. There were no adverse patient effects and no clinically significant delay occurred. No additional information was provided.